Event description:
It was reported that a suction loss during laser fire occurred using the patient interface (pi). The procedure was completed successfully. No patient injury and/or complications were reported. Add no additional information received.

Manufacturer narrative:
Unknown, not provided telephone number (B)(6). Testing of actual suspect device: device evaluation: one opened patient interface (pi) received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.